Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, and off no power test. No battery out limit alarm was noted. The unit was received with intermittent button response due to corroded keypad traces. The following physical damage was also found: minor scratches on the display window, cracked casing at a display window corner, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that he changed the battery to his insulin pump and the pump alarmed with a battery out limit. The alarm could not be cleared due to intermittent button response. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer stated that the pump's buttons have been intermittently responding for the past two months. He mentioned that he sits the pump in the bathroom while he showers, so condensation and sweat may have gotten into the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.